Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer in main 5 had a bowed metal divider, which made the drawer difficult to restore to working condition. A field service engineer replaced the half height drawer in the main 5, completed the necessary modifications and tested in hardware testing application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer wont close. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.